Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accu tni and obtained a result of "approx 9.00ng/ml." Upon repeat, this sample gave a result of 0.03ng/ml. The erroneous results were reported outside of the laboratory. The customer indicates there was no injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, the sample was collected in a yellow top serum bd tube with gel separator and was centrifuged for 8 mins at 2000rpm. A system check performed on (B) (6) 2008 passed. A field service engineer (fse) was on-site on (B) (6) 2008 & (B) (6) 2008: fse stated several level sense errors were noted in the customer's event log and replaced the transducer and circuit board. Fse performed system check that passed within spec. Customer calibrated and performed qc that resulted within specs. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).